Manufacturer narrative:
No patient demographics were supplied in association with this event. (B)(4). The cause of this event was confirmed by the beckman coulter field service engineer to be malfunctioning mixer pulleys. A damaged or malfunctioning mixer pulley which causes rough or halting motion during rv (reaction vessel) mixing could produce splashing in the rv. This could result in droplets which are suspended on the sides of the rv; these droplets may not be properly aspirated after washing. This failure mechanism is consistent with the reported failure mode of non-reproducible erroneously high access accutni+3 results identified in association with this event. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer requested service concerning inconsistent troponin I (access accutni+3) results generated for five (5) patient samples on the laboratory's two access2 immunoassay systems (serial number (B)(4) and an unknown serial number). A review of the data supplied in association with this event indicated that two(2) non-reproducibly high patient results(patient 3 and patient 5) were generated on access2 immunoassay systems serial number (B)(4). There was no report of patient injury or change to treatment in association with this event. Troponin qc (quality control) for the analyzer in question indicates qc values were acceptable around the time of this event. Calibration and system check data were not supplied. Sample collection container information was not supplied. Sample tubes were centrifuged at 3400rpm (revolutions per minute) for three minutes. A beckman coulter field service engineer was dispatched to evaluate the analyzers.